Event description:
The customer reported that he was hospitalized with a low blood glucose reading of 66 mg/dl. The customer stated that he had been experiencing low blood glucose levels for the past two days. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer also stated that the insulin pump had been exposed to an MRI scan. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.